Event description:
Report received from (B)(6) states: "vitrectomy cutter not functioning correctly. No other cutter was used. The case continued on with lowered cut rate and was finished without incident."

Manufacturer narrative:
A 23 gauge cutter was used; however, the part and lot number is unknown. Additional information has been requested yet not received.